Event description:
Head became detached. Head has been really slack and coming off. Steel working rod that's snapped at the tip - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush fell into the bathtub and the oral-b toothbrush head became detached. Ever since then, the oral-b toothbrush head had been really slack and came off when brushing. The steel working rod snapped at the tip on the oral-b toothbrush. No injury was reported. (B)(6) 2024 case update from information initially received on (B)(6) 2024: the suspect product was oral-b rechargeable toothbrush handle 3765. No injury was reported.

Manufacturer narrative:
On 26-mar-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head became detached...head has been really slack and coming off...steel working rod that's snapped at the tip - oral-b device breakage. Case narrative: male consumer via e-mail stated that the oral-b toothbrush fell into the bathtub and the oral-b toothbrush head became detached. Ever since then, the oral-b toothbrush head had been really slack and came off when brushing. The steel working rod snapped at the tip on the oral-b toothbrush. No injury was reported.